Event description:
Caller alleged discrepant inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 4.1, laboratory inr: 2.1. The time between testing was four hours. The pt experienced a persistent headache and was evaluated in the emergency room. The laboratory inr was 2.1. The pt's therapeutic range was reported as 3.5 - 4.0. Pt was treated with unspecified medications and reported that she had a stroke. Additional information on whether the pt was admitted to the hospital, treatment provided, whether stroke was acute or if changes were old on testing, pt outcome, etc was attempted however, pt's phone number had been changed and no longer receiving services from alere home monitor. There was no additional information provided.

Manufacturer narrative:
Retain strip testing results met both accuracy and precision criteria. Pt's condition as a cause of the unexpected results cannot be ruled out. A review of the batch record for the lot did not uncover any non-conformances. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Root cause could not be determined from the information provided by the customer. Investigation did not uncover product deficiencies nor non-conformances. No further escalation is required at this time. There is no corrective action at this time, as no product deficiency was established.